Event description:
It was reported that coring was discovered during pepcid preparation. The injector and protector had already been connected. Collection was interrupted and another vial was used. Judging from the color, it appears to be abrasion of the membrane. (Lot number for injector 515005 is 2410010.)

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that particles were observed inside the vial during preparation. For investigation, one protector assembled onto a vial was provided to our quality team. Inspection of the returned sample confirmed the presence of a black particle inside the vial, as well as white foreign matter on the vial's rubber stopper and within the vial. No damage or defects were identified in the protector, membrane, or needle that would have contributed to these observations. During evaluation, it was noted that the protector's metal cannula penetrated a raised portion of the vial stopper rather than the intended flat puncture surface, resulting in tearing of the stopper. Microscopic examination confirmed that the black particle was consistent with material originating from the vial stopper. The white material observed could not be properly extracted; therefore, characterization testing could not be performed, and its origin could not be determined. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout multiple manufacturing sub-processes in accordance with established procedures. A device history record review was conducted for protector lot 2501110 and injector lot 2410010, and no deviations or nonconformances were identified that could have contributed to this event. While phaseal needles are designed to reduce coring, coring may still occur due to several factors, including multiple punctures, excessive membrane welding, stopper quality, needle design and dimensions, or improper connection during use. Based on the investigation and sample evaluation, the vial stopper fragmentation was attributed to the protector needle piercing a raised portion of the stopper during assembly. Complaints related to this device and reported condition will continue to be tracked and trended, with routine review by the quality team to identify any emerging trends.